Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
While using the bd microtainer® contact-activated lancet, it was reported that there was a "wide gap between the cap and holder". No serious injury or medical intervention reported.